Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified a shaft hypotube break located 229mm distal to strain relief. Hypotube kinks were also noted at various locations. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that failure to cross the lesion occurred. Vascular access was obtained via femoral artery. The 80% stenosed, de novo, 26x2.75mm target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery. A 0.014 non-bsc guide wire was introduced with difficulty. Following predilation with a 2x15mm apex balloon catheter, a 2.75x28mm promus element drug eluting stent was advanced but failed to cross the lesion upon the first attempt. A 2.5x12mm maverick balloon catheter was advance to re-dilate the lesion. The 2.75x28mm promus element drug eluting stent was re-advanced twice but still failed to cross the lesion. The device was removed intact and the procedure was completed with the implant of a 2.75x20mm promus element stent and postdilation with a 2.75x12mm balloon catheter. No patient complications were reported and he patient's status was good. However, device analysis revealed catheter shaft break.